Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported pain and allergic reaction during the insertion of the abbott diabetes care (adc) device. The customer was able to self-treat with a cortisone ointment for the reported issue. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.